Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. When the delivery system was removed from the patient, the capsule fell off onto the floor. No serious injury to the patient was reported.